Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated glucose after changing all diabetes supplies in the morning, observed continued rise after lunch, and replaced only the infusion site due to known scar tissue while using an Inset 23" 6 mm cannula that was not bent, after which insulin delivery resumed. Symptoms included hyperglycemia with reported nausea during elevated glucose. Outcomes included self-management at home without medical intervention or hospitalization, with plans for a follow-up glucose check by fingerstick. Investigation included troubleshooting and education by phone, guided site change, and follow-up outreach. Investigation of this case revealed no device alarms or mechanical malfunctions and a possible infusion site absorption issue related to scar tissue, with cause not definitively determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.